Manufacturer narrative:
(B)(4).

Event description:
The pt felt like the pump was going to come out of his body. He had gone through withdrawals "2 or 3 times"; the episodes required hospitalization. The pt also had symptoms of overdose. Most recently, the actual residual volume in the pump was less than the expected residual volume. The pump was refilled in october; the pt was in the office on (B)(6) 2010 and the pump was empty. The expected volume was thought to be 28 ml. The pt did report waking up and feeling very sick a couple of weeks prior; the pt had nausea, "skin crawling", and fever. The pt didn't recall anything different happening at the previous refill. The healthcare provider filled the pump reservoir with saline and was going to be monitoring infusion for accuracy. The pt was on oral medications. The pt was supposed to go back after the holidays and have pump checked for volume discrepancy. The pt thought he might stick with the oral medications instead of continuing the pump therapy. The device system had been used to deliver morphine. Additional info has been requested, a f/u report will be sent if additional info becomes available.